Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the tubing separated just above the safety clamp in the pump segment section of the tubing.

Manufacturer narrative:
The customer reported the tubing separated at the safety clamp, and returned one sample of material 2420-0007, lot 25095363. Upon initial visual examination, the set verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the issue by adding two fixtures to the lower pump segment assembly.